Event description:
It was reported that during a da vinci prostatectomy surgical procedure, it was noted that the cable broke on the fenestrated bipolar forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments conductor wire was broken. One conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. The instrument passed electrical continuity testing. The yaw pulley showed no signs of arcing. Failure analysis investigation also found the instruments main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. The damage may have been likely due to mishandling/ misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.